Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found that the pump could be turned by hand suggesting a defective electronic circuit board as root cause of the reported issue. The patient pump was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was giving an error code associated to the patient pump during priming. There was no patient involvement.